Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and in logs, the error 32101 was found indicating arm frl hit because of a high-side switch error on usm 4 axes control motor (acm), confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the error 32101 was triggered, indicating arm frl hit because of a high-side switch error (acm), replicating the reported problem. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm fault check failed for 32101 and the direction test failed on the yaw axis. Once testing was completed, the acm printed circuit assembly (pca) was tested and was verified to be the source of the fault the complaint was confirmed based on failure analysis. The probable root cause is attributed to the acm in the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the universal surgical manipulator (usm) 4 was having recoverable faults. Technical support engineer (tse) verified 32101 in logs. Prior to calling in, customer disabled usm 4 to continue with 3 arms, but would like their fse to follow up as soon as possible since arm 4 was just replaced. Tse shared error was not the same from recent replacement. Site to power cycle and hard power cycle patient cart after procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and could replicate the error. The fse then replaced the universal surgical manipulator (usm) 4 and no error were found. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.